Event description:
A neoconnect oral enteral syringe with enfit connector was obtained in order to deliver oral/enteral medication to an infant. It was noted when the packaging was opened that it was not an enfit connector that was in the package. It was a straight tip connector. Another syringe was obtained and it had an enfit tip. The packaging of both of these syringes had the exact same reference and lot numbers and were labeled the same. The straight tip connector is not one that we use in our facility because it can inadvertently be connected to an IV catheter and increase the potential of an oral medication/feed being entered into an IV. Fortunately, this did not reach the patient and the nurse stopped when she noticed the catheter tip was not compatible with the enfit system.